Event description:
The account alleges that during removal of the catheter, the polyester cuff came off. The removal required opening the area to allow for removal of the cuff followed by stitching up the area. No additional details to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow-up report will be submitted once the evaluation is complete.